Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received a critical pump error alarm. The customer¿s blood glucose level was 208 mg/dl. The customer states they received a critical pump error image on the pump screen. The customer also states the battery cap was damaged. The customer was assisted with troubleshooting for critical pump error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was received with critical pump error due to moisture damage on electronic assembly. Unit was received without the original battery cap and unable to verify damage battery cap. Pump was received with broken battery tube threads.